Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the prograsp forceps instruments was broken. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the prograsp forceps instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. There was a user facility medwatch form received directly from the customer's site, so there is no reference number to provide in field h10.